Manufacturer narrative:
H.6. Investigation: fifty two sealed 31g x 6mm pen needle samples were returned from lot. No. 0274113, cat. No. 320734. A clog test as per tp700483 was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that bd pen ndl 31g 6mm 3b tw 100ct benelux was unable to deliver insulin. The following information was provided by the initial reporter: customer has problems with the microfine pen needles. Needle then seems clogged, insulin still not getting through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen ndl 31g 6mm 3b tw 100ct benelux was unable to deliver insulin. The following information was provided by the initial reporter: customer has problems with the microfine pen needles. Needle then seems clogged, insulin still not getting through.